Event description:
I had a full nee replacement in (B)(6) 2011; the replacement was the zimmer nexgen complete knee solution legacy knee. Since the surgery, I have had constant and worsening pain in the knee, right knee which includes. Burning around the knee. Swelling, hot to the touch and redness, unable to put weight on the knee. Have been back to the orthopedic numerous times, to no avail. Upon the last 3 visits the dr has stated and verified that he witnesses the symptoms; however he has no idea what the cause is. "Has there been reported issues with this brand." I need help please.